Event description:
It was reported that during a routine follow up, the pulse generator exhibited premature elective replacement indicator. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.